Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) appeared to have migrated and a red puckering at the device site was noted. As a result, there is speculation of an infection. The ipg and right ventricular (rv) lead were explanted. No further patient complications have been reported as a result of this event.